Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer parent reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer parent cannot recall blood glucose reading. Troubleshoot was performed. Customer parent stated the insulin cannot turn on but the son started using the insulin pump once it was on. However, customer parent does not trust the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms or anomalies were noted during testing. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with corrosion at the battery tube and battery cap contact. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.